Event description:
It was reported a novum iq large volume pump over-infused. While in the cardiac intensive care unit (cicu) the patient was receiving a vasopressin infusion. The pump reportedly over-infused ¿significantly¿ resulting in ¿a spike in the patient's blood pressure higher than intended.¿ the nurse confirmed the over-infusion by a drip count. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.